Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "footswitch crushed cable and exposed wires" (device damaged prior to use). A customer reported the footswitch was not working correctly. Additional info was requested. Additional info was received: a nurse reported the footpedal cord had been crushed by equipment rolling over it and the wires exposed. The case was completed using the footpedal, but the surgeon was unable to use it for coagulation. A second system was used for coagulation purposes only. There was no pt harm reported.

Manufacturer narrative:
The facility called in to technical services and ordered a new foot pedal. The replaced foot pedal has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).